Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip delivery tube got caught on the sheath and could not be advanced completely. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Difficulty in advancing the device can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. If the user does not hold the device in-line with the tissue tract and maintain a straight flex guide while advancing the thumb advancer clip delivery tube it may get caught on the sheath and keep it from advancing. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. No patient anatomical condition information or medical history was provided. A conclusive cause for the reported event cannot be determined. A review of the device history record and a query of the complaint handling database was not performed because the device lot number was not reported. Based on the review of the event information a lot specific product quality deficiency was not noted.